Event description:
Asr revision, asr x,l unknown side. No revision surgery. Deceased patient. No further information available. Update: (B)(6) 2014 - added alleged pain and infection as reasons for revision. Ne alert attached which notes : in (B)(6) 2014, the heirs' lawyer started a mediation proceedings. Based on the information received from the heirs' lawyer, it appears that: (I) in (B)(6) 2007 the claimant was implanted with an asr; (ii) immediately after the implant, he started suffering pain due to an infection and in 2008 underwent a revision surgery of the wound; (iii) he underwent other hospitalizations due to the unresolved/untreated infection, which (B)(6) 2011. No further details/documents have been supplied yet. Update - this is a duplicate of (B)(4). Will be voided and this com will be updated with all the info off (B)(4). Complaint description of (B)(4) : - the patient underwent to a hip arthroplasty at "(B)(6)" in which he received a depuy implant (unknown). Following the implantation the patient had a severe elapsed until the death. Update - attached email confirming patients name and that asr products were used. (B)(6) 2014. Update - added surgeon, hip side, attached attachment from (B)(4), dated (B)(6) 2014, added patient name, sex and date of birth. Taken from spreadsheet and email dated (B)(6) 2014 . Right hip. Surgeon - (B)(6). Patient details - (B)(6)/ male/ (B)(6) 1944.

Event description:
Asr revision. Asr xl. Unknown side. No revision surgery. Deceased patient. No further information available. Update:3 nov 2014 - added alleged pain and infection as reasons for revision. Ne alert attached which notes : in (B)(6) 2014 the heirs' lawyer started a mediation proceedings. Based on the information received from the heirs' lawyer, it appears that: (I) in (B)(6) 2007 the claimant was implanted with an asr; (ii) immediately after the implant, he started suffering pain due to an infection and in 2008 underwent a revision surgery of the wound; (iii) he underwent other hospitalizations due to the unresolved/untreated infection, which apparently concerned both the wound and the bone; (IV) the patient eventually died in (B)(6) 2011. No further details/documents have been supplied yet.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.